Event description:
Customer reported having excessice no delivery alarms on his pump. Customer also reported being hospitalized due to high blood glucose levels. Customer was instructed to change out set and site.